Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 667 mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined a system check with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.